Event description:
Smiths medical internation ltd., has been notified of one event of user alleging the tube was in place for five days and broke into two parts. The tube was replaced. No adverse outcome reported. Reported to smiths medical international ltd. Bypharmacy.